Event description:
During an atrial fibrillation procedure, it was reported that there was noise on the body surface ECG channels. The patient interface unit (piu) was rebooted and an ECG cable was replaced but did not resolve the issue. All catheters were disconnected from the piu and rebooted again. When the system was fully initialized, the ECG¿s remained clean. The catheters were connected one at a time. When the 20 pole eco cable was connected, the issue re-occurred. The cable was replaced and the problem was resolved. The procedure was continued and completed successfully with no patient consequences. On february 17th, received additional information requested from bwi representative stating that the noise occurred on all the channels, including the 12 leads of body surface and all intracardial (ic) recordings on both carto and recording system at the same time. The physician was not able to interpret the signals. On february 21st, further clarification requested was received in regards of the discrepancy on what was initially reported and the additional information (february 17th) from bwi representative stating that the noise was originally noticed on the body surface ECG, before any additional catheters were plugged in. Once the catheters were plugged in, noise continued on all the ic recordings. Due to the additional information received, this complaint became reportable. Awareness date changed from february 12th to february 21st, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).